Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the planned peripheral abdominal procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Rse indicated that the system displayed error message of "frontal image processing pc(ippc) disk bay board degraded performance". A philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy storage was not possible due to an image disk problem. Analysis of the log file by fse confirmed that there was image disk write error. Fse found that the image disk bay was bypassed confirming that the ippc was defective. Fse replaced the image processing pc(ippc), host pc and hard disk. The ippc and host pc were returned for analysis. Part analysis of ippc confirmed that cause of the ippc failing was hdd bay connector damage and part analysis of host pc indicated that there was no failure. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after replacement of the ippc, host pc and hard disk. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not make exposure. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.